Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of over 600 mg/dl. Customer also reported diabetes ketoacidosis. Customer stated that they woke up at nigh and realized their blood glucose reading was 300 mg/dl. One hour later their blood glucose readings had increased to 400 mg/dl and later 548 mg/dl. Customer was treated with insulin and fluid drips at the hospital. Customer reported symptoms of vomiting and fading in and out prior to the hospitalization. Troubleshooting was not performed as the customer did not feel well. Customer's current blood glucose reading is 392 mg/dl. No further information reported.